Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have a broken blade at the grip base point of the grip's location. A piece measuring approximately 9.96 mm x 2.02 mm was found to be broken off. The broken piece was returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. Additional related observation: the instrument was found to have a generator self-test failure (energy recognition) during in-house testing. Self-test failed consistently on multiple attempts. The generator displayed an error message indicating "replace instrument". The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error. The probable root cause of the failed energy recognition test was attributed to the broken blade.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the machine alarm was resolved by replacing the harmonic ace instrument. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 24-jun-2026: no fragment fell into the patient and the patient has not returned to the hospital due to any post-surgical complications.